Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump went off after exposing to moisture. Customer¿s blood glucose was 13.5 mmol/l. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Device was received with blank display due to moisture damage electronic assembly. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.